Event description:
Reporter alleged feeling dizzy, thirsty, and having frequent urination when she was unable to test on her aviva system due to an error message because of expired strips. Reporter stated she went to the doctor, who obtained a result of 590 mg/dl on his system, and then treated her with an insulin shot. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.